Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had 2 resolute integrity rx drug eluting stents implanted in the rca and lad. It was reported that the patient returned home a day after the procedure and just never felt better. 12 days post procedure, the patient was brought to ER where it was determined that the patient was having a heart attack. The patient underwent triple bypass the following day and was in ICU on a ventilator until the patient passed away 7 days later.

Manufacturer narrative:
Patient has a history of coronary artery disease, diabetes mellitus and hypertension. Heart catheterization showed that the prox lad had 80% stenosis and heavily calcified. First, orbital atherectomy was performed and then a resolute integrity drug-eluting stent was deployed and post-dilated in it's proximal course with a noncompliant balloon. The stenosis was reduced to 10%. Right coronary showed a mid-sized left anterior descending lesion, 85%. A resolute integrity drug eluting stent was deployed, it reduced it to less than 10%. There were no complications during the procedure. Patient was placed on plavix and discharged day after the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.